Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that the ventilator display went blank. There was no reported patient involvement at the time this issue was identified. There is no report of serious injury or death associated with this event.